Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report an unexpected restart alarm and an external ram crc error alarm. The customer's blood glucose level was unknown. The customer also reported a minor cracked battery compartment. The customer was advised that the device would be replaced, and to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No signal too low alarm or unexpected restart alarm noted. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.